Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) states that if patients have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in patient arteries >5 mm diameter when there is found to be no luminal narrow of 40% or greater within 5 mm of the puncture site.

Event description:
It was reported that an angio-seal was selected for deployment of the left common femoral arteriotomy (lcfa) after treatment for st-segment elevation myocardial infarction (stemi). The puncture was above the bifurcation and below the inguinal ligament. A pre-deployment angiogram was performed. The angio-seal was deployed and hemostasis was achieved. While the pt was in recovery, less than one hour post deployment, the patient experienced decreased flow to the leg. The patient underwent re-intervention, where the artery was accessed on the contralateral side and the lcfa was stented at the location of the angio-seal. The patient's arteries were reported to be spasmatic during both procedures and the patient was unable to receive nitroglycerin to treat the vessel spasm. The patient was reported to be stable.